Event description:
A malfunction was reported with pump battery, which was not holding a charge and dying quickly. There was no reported impact to the customer's blood glucose level. Technical support was contacted to explore troubleshooting options or to replace the pump, as it was still under warranty.